Manufacturer narrative:
It has been confirmed that the device in question is not available for return and evaluation. The reported complaint of "the product broke during surgery" is inconclusive. The device will not be returned for evaluation and no photographic evidence was provided therefore root cause cannot be identified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review shows this is the only complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 23 complaints, regarding 24 devices, for this device family and failure mode. During this same time frame 55,346 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Per the IFU, the user is also advised to avoid lateral stresses on the instrument or function may be compromised and there is an increased risk of hook or needle breakage and unintentional patient injury may result. This product will continue to be monitored via returns and complaint system.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed sales representative reported an issue with the spectrum ii suture hook, disposable, 45 degree left, item c6381 , lot 1003574 , that occurred (B)(6) 2019 during a bankart procedure. It was reported only that the device broke early in the procedure with the attempt to place the first anchor. All parts of the device were retrieved from the patient by hand via the thread that held the broken part. It was confirmed that there was no impact or injury to the patient and the procedure was successfully completed using another suture hook but with a 30 minute delay. No other information was made available at this time. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.